Event description:
This report was received from (B)(4) and is a clinical report of an (B)(4) study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with dianeal pd1 therapy for ambulatory peritoneal dialysis (apd). Therapy with dianeal was ongoing. On (B)(6) 2009, the subject experienced bacterial peritonitis. On (B)(6) 2009, empiric antibiotic treatment included intravenous (IV) and ip ceftazidime and IV and ip vancomycin (doses not reported). That same day, treatment with the ip ceftazidime and ip and IV vancomycin ended. On (B)(6) 2009, treatment with oral ciprofloxacin was started and treatment with IV ceftazidime ended. On an unspecified date in (B)(6) 2009, treatment with ciprofloxacin ended. On an unknown date the subject recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. (B)(4).

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified.